Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd veo¿ insulin syringe with bd ultra-fine 6mm needle cannula was too long. This occurred on 10 occasions during use. The following information was provided by the initial reporter: material no. 324911, batch no. 9063697. It was reported that needle length is longer than 6mm. Verbatim: pharmacist called on behalf of consumer stating that her patient returned a package of 10 6mm syringes with incorrect needle length. She stated that the needles are longer than 6mm. The description on the plastic bag is 1/2ml, 6mm, 31g.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 9063697. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200812524] noted that did not pertain to the complaint.

Event description:
It was reported that bd veo¿ insulin syringe with bd ultra-fine 6mm needle cannula was too long. This occurred on 10 occasions during use. The following information was provided by the initial reporter: material no. 324911 batch no. 9063697. It was reported that needle length is longer than 6mm. Verbatim: pharmacist called on behalf of consumer stating that her patient returned a package of 10 6mm syringes with incorrect needle length. She stated that the needles are longer than 6mm. The description on the plastic bag is 1/2ml, 6mm, 31g.